Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, a system message displayed and the system shut down. The unit was recycled and the case was completed without harm to the pt. Add'l info has been requested.